Event description:
Soreness, slight pain in right knee [arthralgia]. Swelling in right knee [joint swelling]. Case description: a spontaneous report was received on 21-jul-2009 from a healthcare provider (hcp), via a company rep, regarding a (B)(6) female pt with a history of osteoarthritis, (B)(6), who experienced soreness, slight pain, and swelling in the right knee after starting synvisc one. The pt had a history of previous treatment with synvisc on unk dates. She received on injection of synvisc one into the right knee on (B)(6) 2009. On (B)(6) 2009 she experienced soreness, slight pain, and swelling in her right knee. She was treated with a medrol dosepak. On (B)(6) 2009, the pt reported improvement in the swelling but still had pain. The hcp referred the pt to an orthopedic surgeon. No other info was available. At the time of this report, the outcome of the pt was unk. The production and quality control documentation for lot# r0903, expiration date 01/2012 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. (B)(6). Manufacturer's comment: the benefit-risk relationship of synvisc one is not affected by this report.

Manufacturer narrative:
Eval summary: the production and quality control documentation for lot# r0903, expiration date 01/2012 was received. The investigation showed that the product met specifications. No associated non-conformances were noted.